Event description:
Resident was being transferred from the bed to chair and leg strap broke on the sling. Facility was not very responsive when initial report and other visits made as far as information on injuries or anything concerning this incident. I have included various reports of visits made to facility with very little response from the administrator or the (B)(6) of this facility. Lifts were inspected and have been found to be in need of maintenance. Lift did not cause this sling strap to break. It appears that the sling had been frayed prior to use on this transfer.

Manufacturer narrative:
Included in this report are follow-up visits done at this facility. As you can see from all reports included is that they were not very responsive to our distributors who were there to fill out the reports as to what actually happened. In service was completed to about 30-50 people without the administrator and the (B)(6) attending this inservice. (Report included) one visit when inservice was completed, the administrator denied sling inspection and maintenance records for our distributor to see. Also, enclosed in this report is a letter to the administrator requesting that all the lifts and slings be taken out of service until proper inspections and repairs can be done to both.